Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver would not take charge or boot-up. The receiver download and global receiver test could not be performed due to receiver not turning on. The reported event of an overheating receiver was undetermined because the receiver would not turn on.the root cause could not be determined.